Manufacturer narrative:
After analysis of the subject device on 05/15/2006, it was found that the main coil had broken off close to the main coil junction, as a result of the above observation this event is being reassessed as a medical device report.

Event description:
During a procedure the subject device stretched during deployment. The physician was able to remove the subject device along with the microcatheter. The pt was reported in good condition.